Manufacturer narrative:
(B)(4).

Event description:
The consumer reported on (B)(6) 2016 that she was recently implanted and was still adjusting up and down. On (B)(6) 2016, she increased stimulation and got a bad 'charlie horse' pain in her hamstring area. When she woke up on (B)(6) 2016, she still had it. She turned stimulation down and the pain subsided slightly but did not go away completely. The 'charlie horse' pain was not from stimulation. It felt like pain. When the patient increased, her urine flow was better. In the last 1.5 hours, she felt stimulation in the implantable neurostimulator (ins) area 3 times. She felt stimulation in the bicycle seat area but only in the last 1.5 hours she felt stimulation in the ins area. The patient had no falls and did not do anything crazy, but she had a (B)(6) and could not say she was taking it easier than she should. The patient did bend over. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.